Event description:
Customer reported blood glucose results of lo, which on the active s system indicates a result less than 10 mg/dl, and 179 mg/dl, and "200 something" mg/dl within 10 minutes on the active s system. Reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.